Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; g3; h2; h6; h11. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Medical records were not provided. A synopsis of the patient's details was provided by the legal team which stated: 73 yr old lady. R nexgen lps tkr meridien 9 years ag. Last 12/12 pain and effusion. Falls, instability using stick and hinged brace now. X-rays show grossly loose tibial component with risk of peri-prosthetic fracture involving the tibial tuberosity. Knee aspirate: synovasure negative. Inflammatory markers: negative. Pmh: thyroidectomy, depression, cc, gout. Allergic to penicillin. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Reported event was unable to be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.

Manufacturer narrative:
(B)(4). D10: medical product: unknown nexgen articular surface: catalog #: ni, lot #: ni. Unknown femoral component size f flex option: catalog #: ni, lot #: ni. G2: foreign: united kingdom. The product will not be returned to zimmer biomet for investigation, as the product currently remains implanted. The investigation is in process. Upon receipt of additional information or completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial right total knee arthroplasty. Approximately nine (9) years post-implantation, the patient presented with pain, effusion, frequent falls, instability, and required a brace and cane to walk. Diagnostic images revealed a grossly loose tibial component and a revision surgery is pending to replace the affected components. Due diligence is in progress for this event; to date no additional information has been reported.